Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. H6 code of 4581 was chosen to capture the event of pain and distention at the stoma site. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site complications are a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in (B)(6) 2023, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 21 nov 2023, the patient started duodopa therapy. On 22 nov 2023, the patient experienced pain and distention at the stoma site and was admitted to the hospital five days later. No additional information was provided regarding a diagnosis or treatment for the stoma site issue.